Event description:
It was reported in a literature report that a peritoneal dialysis (pd) patient (pt) experienced peritonitis during a study on the impact of reuse of single use disposables while performing pd therapy on the homechoice (hc) device. During the study, the pt was instructed to reuse lines and cassettes for the hc therapy to address potential cost savings. The pt had switched from continuous ambulatory peritoneal dialysis (capd) therapy to automated peritoneal dialysis (apd) therapy for the purpose of this study. The pt experienced peritonitis after 17 days of cassette reuse. It was not reported if the pt was hospitalized for the event. Treatment and outcome was not reported. This report is for patient 4 of 4.

Manufacturer narrative:
(B)(4). The date of the event is unknown, however, the information was taken from article dated may 2000. The information came from literature article: chow, j., et al., homechoice automated peritoneal dialysis machines: the impact of reuse of tubing and cassettes. Perit dial int 2000; 20:336¿8. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.